Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported via phone call that the customer was hospitalized due to vehicle accident and had low blood glucose of 29 mg/dl at the time of incident. The customer's blood glucose was 267 mg/dl at the time of call. The caller stated that the emergency medical services came and treated the low blood glucose. The caller stated that the customer was treated during the hospitalization. The caller stated that the customer wearing the insulin pump during hospitalization. Troubleshooting was done and the insulin pump passed troubleshooting. The insulin pump will not be returned for analysis.